Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
The handle does not have enough power, and the skin is not smooth. Another knife was used to complete the procedure. No harm or delay was involved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the handle does not have enough power and the skin was not smooth. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome by zimmer biomet china on (B)(6) 2018 revealed that the device operated below motor speed specifications. The control bar was in the correct position and the device was within calibration and side to side specifications at all tested thickness settings except zero. Repair of the electric dermatome was performed by zimmer biomet china on (B)(6) 2018 which included replacement of the vespel sleeve bearings, semi-circle shaft bearings, screws, motor, needle bearing, spring seal, plug harness assembly, seal/strain relief, motor seal, switch and eccentric shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the handle does not have enough power was confirmed since during the product review by zimmer biomet china it was noted that the device operated below motor speed specifications. The reported event that the skin was not smooth was non-verifiable as no testing was able to be performed to try to replicate this issue. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet china it was noted that the device operated below motor speed specifications. No testing was able to be performed to try to replicate the reported issue that the skin was not smooth. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.